Event description:
Patient suffered a massive stroke. The physician there had notified facility of patient's condition, so severe that transfer to facility or procedure there was contemplated. Death deemed imminent as of 3 p.m. Pt had a h/o cancelled clinic visits. Latest inr here was 2.1, inr today measured 1.6, but stroke was hemorrhagic.